Event description:
Ethicon endopath ets flex 45 articulating malfunctioned during procedure. No harm to the pt. Diagnosis or reason for use: symptomatic fibroid uterus. Event abated after use stopped or does reduced: yes.